Manufacturer narrative:
The event of high defib impedance was reported to abbott and not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of device image indicated the device was within normal range of operation. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage charging were found to be normal.

Event description:
During an in-clinic follow-up, increased defibrillation impedance was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable.